Event description:
Reporter, stated during surgery three attempts were made to implant an intracranial monitoring kit (1104bt). It was noted upon implantation of the first catheter that there was no data display, while the second and third attempt could not make a zero calibration. No pt injury.